Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that there was no change in post-implant pain. Reprogramming and x-rays confirmed lead placement. An explant was performed which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.